Manufacturer narrative:
Device evaluation details: he device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. The occlusion issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter which was not irrigating during use on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 10-oct-2025, additional information was received indicating there were no errors coming from the smartablate pump. During ablation, the radiofrequency (rf) generator indicated ¿high temperature¿. They tried to ¿wash¿ the catheter with high flow rate and wipe the tip of the catheter with gauze. The issue was noticed after the device was being used on the patient, not before. The correct catheters were selection the generator and there were no issues with flow rate at the start of ablation. Based on the additional information received which indicates the irrigation issue occurred during use the patient, the event was reassessed as an MDR reportable malfunction.